Manufacturer narrative:
A4. Estimated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 10 months following the implant of this transcatheter bioprosthetic valve, implanted within a transcatheter bioprosthetic valve, a ¿slight¿ increase in the mean transaortic pressure gradient across the transcatheter valve was identified. There was report of potential leaflet thickening of the left coronary cusp (lcc) per computed tomography (CT). There was also an increase in pressure gradients on transthoracic echocardiogram (tte). As reported, likely the leaflet thickening was due to a thrombus. An unspecified medication was prescribed. Approximately 6 months later, a tte showed an increase in the transvalvular gradient with ¿mavg 23 to 31¿. An unspecified medication was required. Approximately 6 months later, transcatheter valve degeneration was reported. Reintervention of the transcatheter valve was planned with potentially a valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 years and 6 months following the active transcatheter valve, a transthoracic echocardiogram (tte) identified a peak gradient of 16 millimeters of mercury (mm hg) and mean gradient of 10 mmhg. Approximately 2 years and 3 months later, ¿mild¿ unspecified symptoms presented. A tte identified a peak gradient of 31 mmhg and a mean gradient of 20 mmhg. A computed tomography (CT) performed also at this time identified hypoattenuated leaflet thickening (halt) additionally thrombosis was not excluded. An anticoagulant was prescribed for atrial fibrillation and an existing left main coronary artery stent. Valve reintervention has not yet occurred.

Event description:
Additional information received prior to a transcatheter valve implant, the native mean gradient measured 66.8 millimeters of mercury (mm hg). Following the initial implant of the previously active transcatheter valve the mean gradient measured 11.1 mmhg. The specific depth of implant was not recorded. However, it was reported the transcatheter valve was implanted at the same depth on the left coronary cusp (lcc) and coronary cusps. The mean gradient obtained via a transthoracic echocardiogram (tte) with color doppler approximately 8 years following the valve implant measured 20 mmhg.

Manufacturer narrative:
Updated data: a2, b3, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated at the 8 year and month 9 timeframe following the valve implant with the increase in gradients, thickening of the left coronary cusp, and thrombus, symptoms were not present. Approximately 9 years and 2 months following the valve implant an increased transvalvular gradient and valve degeneration were observed. The gradients were reported as 23 millimeters of mercury (mm hg) and 31 mmhg.

Manufacturer narrative:
Updated data: b5, d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.